Manufacturer narrative:
Model number/catalog number: sc-2316-50. Serial number : (B)(4). Batch/lot number: 16976309. Model/catalog description: infinion 16 lead kit 50 cm. Model number/catalog number: sc-1132. Serial number : (B)(4). Batch/lot number: 17532232. Model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients system was showing all contacts were out. The patient underwent an scs replacement procedure and was doing well postoperatively.